Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock when walking. Boston scientific technical services (ts) reviewed and found that the shock was due to oversensing of noise that could be related to movement of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed potential troubleshooting and programming options. The field representative stated that the sensing vector was reprogrammed to a different vector and noise was still able to be seen. The third vector was programmed with no noise visible, thus the physician believed the device was moving in the pocket causing the noise. Approximately two months later oversensing of noise continued and a revision procedure was performed. During the procedure it was noted that the suture sleeve was covering the primary sensing electrode by 90 percent. The physician corrected the tie down without removing the electrode. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock when walking. Boston scientific technical services (ts) reviewed and found that the shock was due to oversensing of noise that could be related to movement of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed potential troubleshooting and programming options. The field representative stated that the sensing vector was reprogrammed to a different vector and noise was still able to be seen. The third vector was programmed with no noise visible, thus the physician believed the device was moving in the pocket causing the noise. Approximately two months later oversensing of noise continued and a revision procedure was performed. During the procedure it was noted that the suture sleeve was covering the primary sensing electrode by 90 percent. The physician corrected the tie down without removing the electrode. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that the patient received an additional inappropriate shock due to t-wave oversensing with reduced r-wave amplitude. During system evaluation there was also noisy signals in all sensing vectors. Boston scientific technical services (ts) was consulted and discussed the possibility of moving to a transvenous system. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and prolonged procedure.